Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed power error alarm. Customer's blood glucose was 177 mg/dl. Customer had done troubleshooting before but the issue persisted. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error or active insulin cleared on its own noted during testing. Unit functioning properly. Unit received with minor scratched lcd window and cracked retainer.